Event description:
It was reported that the doctor told the pt she had two broken leads. The break was determined with an impedance test and an x-ray. The pt could not return to the doctor due to her husband's medical issues. The symptoms began following a fall. The pt had multiple falls since sept. The pt was at home and her status is unk.

Manufacturer narrative:
(B) (4).